Event description:
Pt had a chest x-ray on 8/5/96 which noted that a fracture had occurred through the catheter with a 12.5 cm fragment of catheter embolized into the pulmonary artery bifurcation extending to the left and right. Catheter fragment was removed by a radiologist per radiological procedure on 8/5/96, removed surgically on 8/16/96. Add'l explant date 8/16/96.